Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. It was reported that the pt had woke up the day before, with a blood glucose of 400mg/dl, she reports that she had been in the 200's the previous day. She reports giving multiple pump corrections and injections via needle and her blood glucose would not come down to an acceptable level. Her blood glucose stayed high all day, at 1:30am the following day, she began vomiting and reports that by 9:00am she was having difficulty breathing. She was brought to the hospital and admitted at noon the same day, with a blood glucose of 520mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.